Manufacturer narrative:
The lot number is not known, therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation pro cerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the scope was positioned towards the cornua, on the left. A decision was made to perform two ablation cycles since the patient had a bicornate uterus with a full septum. During the second ablation, tissue clogged the tubing and was cleared by forcing cool saline with a luer lock back into the pouch. The procedure was temporarily aborted and the blockage was cleared. Upon continuing the ablation, suction was not resumed, the scope was either moved or just wasn't deep enough (patient had unusually short cervix, 1 cm), a fluid loss alarm was received at approximately 10 cc's/80 degrees and fluid was observed leaking into the vagina. After cool down mode, a thorough examination was conducted and it was concluded that there was no burn, although silvedene creme was applied as a precaution. Follow up information received on july 1, 2009, confirmed no overdilation and no burns or discomfort experienced. Although an attempt was made to obtain further follow up as to whether a burn was actually sustained or not, there is no further information regarding this event.